Event description:
Spontaneous call from patient. Patient reports that the 3 buttons on the left side of his legacy pump are not functional. No further information is known. 10 mg/ml. Product not in use with patient. Product issue did not cause injury. Device available to return. Device was replaced. Patient has backup pump to use. Reported to (B)(6) by: patient/caregiver.